Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). We received the shunt system inserted in an unknown liquid in the provided return kit. Results: first, we performed a visual inspection of the shunt system. No significant deformations o damge of the valves were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. Both valves are permeable, but it could be observed that bloody fluid leaked from the valve. The progav was adjustable to all specified pressures and the brake function was fully operational and the braking force was within the given tolerances. The results of the computer controlled test show that the progav is operating within the accepted tolerance in the horizontal position, albeit a slight tendency to under-drainage could be observed. The shunt assistant is operating within the specified tolerances in the vertical position. Finally, we have dismantled the valves. Inside the progav we have found a small amount of build-up of substances. Inside the shunt assistant there were no visible deposits. Based on our investigation, we are unable to substantiate the clinical claim of malfunction. However, it is possible that the deposits observed in side the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav had a dysfunction postoperatively. The valve was implanted (B)(6) 2017. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided.